Manufacturer narrative:
The device was inspected, and it was observed that the male hexalobe feature was damaged in a clockwise deformity pattern. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, two similar complaints were identified. As the instrument has been in the field for about six years, repeated use over the lifetime of the instrument likely contributed to the observed tip deformation.

Event description:
It was reported that the tip of a pyrenees driver stripped intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that the tip of a pyrenees driver stripped intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.